Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged cartridge alarm issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the pump got wet. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100-200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof.